Manufacturer narrative:
Additional manufacturer narrative: hemolytic anemia results from the premature destruction of red blood cells. It has multiple etiologies including autoimmune diseases, genetic disorders, infection, and drug reactions. There are several mechanisms for hemolytic anemia after mitral/tricuspid valve repair. It may be related to the mitral/tricuspid valve repair prosthesis and/or the annuloplasty ring when there is a ¿jet¿ of blood flow created from a para-ring leak, if there is a regurgitant jet directly pointed at the annuloplasty ring or if there is rapid acceleration of the jet within a narrow zone of para-ring dehiscence. There is insufficient information to conclusively determine the root cause of this event. It is unknown whether the edwards ring is causing or contributing to the patient¿s hemolytic anemia. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification through the patient information and support website that this patient with a 30mm physio tricuspid annuloplasty ring has worsening symptoms including hemolysis, anemia, dyspnea, and decreased ambulatory function after an implant duration of two (2) years, nine (9) months. The patient has weekly follow-up blood tests and has reported receiving iron transfusions as well as making several trips to the hospital frequently prior to this report.